Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. A problem was discovered with arcing on the high voltage supply. Replaced defective snubber circuit board and performed all cleaning and greasing procedures. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 went into failure mode of max technique. There was no pt involvement.